Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging roughness inside the mouth. The reporter suggested that there might be some substance coming from inside the device due to potential damage. Additionally, the patient reports granular particles that might be coming from the main unit and have caused a rough sensation in their oral cavity. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging roughness inside the mouth. The reporter suggested that there might be some substance coming from inside the device due to potential damage. Additionally, the patient reports granular particles that might be coming from the main unit and have caused a rough sensation in their oral cavity.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the device evaluation, there were no abnormalities such as damage inside device observed. There was also no dust or foreign matter contamination causing a roughness inside the mouth at all. The following parts were replaced due to life-related smells observed: blower, blower box, blower outlet seal, blower upper cap, blower isolator, flow sensor seal, pressure sensor seal and pollen filter.